Event description:
It was reported that on (B)(6) 2023 during the procedure the ratchet lock on the spreaders would not hold, making it difficult for the surgeon to release the pll. There was no surgical delay . Procedure was completed successfully. Patient outcome is stable. This report involves one (1) vertebral body spreader- angled. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. D10 therapy date: december 6, 2023. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon receipt of the lot number of the device it was determined that depuy sythes is not the legal manufacturer of this device. The legal manufacturer of the device associated to this report is centinel spine. As centinel spine is the legal manufacturer, centinel spine has responsibility for medical device. Legal manufacturer centinel spine has been notified of this event.